Event description:
Note: the date of event is unknown. It was reported to boston scientific corporation that a resolution clip device was used in 2008. According to the complainant, during the procedure, it appeared the clip device would not deploy correctly. The physician successfully completed the procedure with another resolution clip device. No patient complications were reported as a result of this event.

Manufacturer narrative:
Although expected, the device has not been received for evaluation, therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is received, a supplemental medwatch will be filed.